Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that the pt said, starting about 3 months ago, they noticed a burning in their abdomen and asked if the interstim could cause that. Agent reviewed information about interstim therapy and reviewed they can use t heir control device to turn stim off, down, or change the program to evaluate if the burning improves or not. Pt said they did not want to do that, they have never turned stim off and have it set to where it is comfortable and works. Agent redirected pt to their doctor. Pt said their doctor has left and they are starting over with a new doctor and they have had every test known to man, they had a CT scan and all the tests are perfect. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included that the pt said 2 weeks ago when they were at work they felt their stimulator turn itself up to where it was uncomfortable (event date month valid (B)(6) 2022) but they did not have the programmer with them so they tolerated it all day. When they got home they used their programmer and turned stim down to where it was comfortable. Agent reviewed some brief emi information and redirected pt to their doctor. Pt said they work in a doctors office and are around computers at work.

Manufacturer narrative:
Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.